Event description:
It was reported that the patient's inflatable penile prosthesis(ipp) pump was repositioned due to unknown reasons. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.